Manufacturer narrative:
The user-reported over-infusing issue could not be confirmed. The device was identified with a under-infusing issue and found to have a flow rate accuracy of -6.29%, which was outside of the +/-5% specification. Besides the flow rate issue, the device failed the 30 psi occlusion test; this issue was not related to the reported over-infusion issue. The device was recalibrated and tested to meet all specifications on (B)(6) 2017.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00300).

Manufacturer narrative:
The manufacturer is still in the process of testing the device.

Event description:
The user reported a flow rate issue of the infusion pump on (B)(6) 2017 to (B)(6) medical. Between the week of (B)(6) 2017, the device was found to be over infusing. "Parameters are not exactly sure to pinpoint which one had the parameters set with the actual final flow rate volume that was infused." No patient injury or harm occurred for this case.